Event description:
It was reported that while the patient was in recovery after implant the right atrial (ra) lead had dislodged. Surgical intervention was performed and physician was able to successfully reposition lead on the same day. There is no evidence of malfunction since the lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.